Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the catheter insertion into the subclavian failed because the guide wire was bent. As a result, the guide wire was removed and a new kit was opened and used to complete the procedure. There was no delay in treatment. No death or complications occurred to the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. The device history record review did not reveal any manufacturing related issues. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.